Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of unknown baclofen at 600 mcg/day via an implantable pump for intractable spasticity on (B)(6) 2019, it was reported that the patient's pump had a motor stall. The patient's pump was reportedly alarming. The pump was interrogated by the hcp on (B)(6) 2019 and a motor stall was identified. The patient's pump was replaced on (B)(6) 2019. There were no known environmental/external/patient factors that might have led or contributed to the stall. No patient symptoms were reported. The issue was considered resolved at the time of the event. The patient's status was listed as "alive-no injury". The hospital was in possession of the explanted pump and would return it. No further complications were reported or anticipated.

Manufacturer narrative:
The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2019: lioresal with concentration 2000 mcg/ml at a dose rate of 600.4 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.